Manufacturer narrative:
Correction to b3, b3 was inadvertently left out of the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. The light guide rod lens and charged coupled device cover lens were both chipped, the bending section cover glue was separated, the metal braid cutting wire was crushed, the connecting tube of the insertion section had shakiness, the mouthpiece was worn, the air/water and suction cylinders were scratched and the device failed the angulation system check. Prior to the device being evaluated, the scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for three (3) colony forming units of gram positive bacteria. The obtained results are in conformance with the requirements. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for 150 colony forming units (cuf) of enterocccus faecium, eenterocccus faecalis, rhodotorula mucilaginosa and stenotrophomonas maltophilia. The issue was found during a routine culture of the scope. Sampling occurred at reprocessing, before use. The scope was reprocessed/disinfected several times prior to the sampling. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.